Event description:
A malfunction was reported on a pump by the customer. The impact on the customer's blood glucose level was not specified. Technical support provided pump reset information and assisted the caller in resetting the pump, and after resetting, the malfunction code did not reoccur. The customer was able to continue using the pump and was advised to call back if the issue recurred, which the caller acknowledged and understood.